Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, immediate implantation, increased sensitivity, mobility.